Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: malposition of left/ migration of essure device: left side') and salpingitis ('bilateral essure with inflammation of the tubes') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonic polyp, polypectomy, internal hemorrhoids, snore, breast cancer female and colonoscopy. Concurrent conditions included malaise, inability to lose weight, bloating, goitre, abdominal pain, colonic tubular adenoma, bleeding genital, low back pain, frequency urinary, urine osmotic pressure increased, urine odor abnormal, muscle weakness, joint pain, joint swelling, bowel incontinence, lymphadenopathy, shortness of breath, nausea, vomiting, indigestion, libido decreased, bruising, microscopic hematuria, micturition urgency, appetite impaired, headache, sluggishness, urethral inflammation, loose bowels, endometrial hyperplasia, endometritis, endometrial polyp, discomfort, tobacco use disorder, obesity and overweight. Concomitant products included drospirenone + ethinylestradiol (yaz). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced hypoaesthesia ("numbness"), paraesthesia ("tingling"), insomnia ("difficulty sleeping") and feeling of body temperature change ("too hot/cold"). On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/pain left side"), abdominal pain lower ("lower abdominal pain / left abdomen") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 3 years 9 months after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), pyrexia ("hormonal changes describe: too hot/ fever"), nasopharyngitis ("hormonal changes describe: cold"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), migraine ("migraines / headaches"), nausea ("nausea"), dizziness ("dizzy spells"), vision blurred ("blurry vision"), abdominal distension ("abdomen swelling"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash macular ("small patches on abdomen"), abdominal pain ("abdomen pain left side") and gastric polyps ("2 pre-cancer polyps were found"). The patient was treated with colonoscopy and surgery (robotic total laparoscopic hysterectomy, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, salpingitis, menorrhagia, hypersensitivity, allergy to metals, vaginal haemorrhage, dysmenorrhoea, dyspareunia, constipation, nasopharyngitis, hypoaesthesia, paraesthesia, insomnia, bladder disorder, urinary tract disorder, migraine, nausea, dizziness, vision blurred, fatigue, weight increased, abdominal distension, female sexual dysfunction, rash macular, feeling of body temperature change and gastric polyps outcome was unknown and the pelvic pain, abdominal pain lower, pyrexia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, constipation, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling of body temperature change, female sexual dysfunction, gastric polyps, hypersensitivity, hypoaesthesia, insomnia, menorrhagia, migraine, nasopharyngitis, nausea, paraesthesia, pelvic pain, pyrexia, rash macular, salpingitis, urinary tract disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2020: 175 lbs. Approximate weight at the time of essure placement 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: impression: question malposition of the left tubal coil.. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion*. Ultrasound pelvis - on (B)(6) 2013: impression: cystic sites at both ovaries, judged to be most likely follicles with a dominant follicle on the right as described. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: fatigue, pelvic pain, allergy to metals, constipation, abdominal pain lower, vision blurred, insomnia, dizziness, nasopharyngitis, pyrexia, hypoaesthesia, paraesthesia, rash, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received. Coding of event skin disorder updated to rash macular. Events: abdomen swelling, apareunia (inability to have sexual intercourse), small patches on abdomen, abdomen pain left side, too hot/cold, pre-cancer polyp were added. Event outcome was added for the event: abdominal pain. Event onset dates were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: malposition of left/ migration of essure device') and salpingitis ('bilateral essure with inflammation of the tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonic polyp, polypectomy, hemorrhoids, snore, breast cancer and colonoscopy. Concurrent conditions included malaise, inability to lose weight, bloating, goitre, abdominal pain, adenoma, bleeding genital, low back pain, frequency urinary, urine osmotic pressure, urine odor abnormal, muscle weakness, joint pain, joint swelling, bowel incontinence, lymphadenopathy, shortness of breath, nausea, vomiting, indigestion, libido decreased, bruising, microscopic hematuria, micturition urgency, appetite impaired, headache, sluggishness, urethral inflammation, loose bowels, endometrial hyperplasia, endometritis, endometrial polyp, discomfort, tobacco use disorder and obesity. Concomitant products included drospirenone + ethinylestradiol (yaz). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("lower abdominal pain / left abdomen"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), pyrexia ("hormonal changes describe: too hot/ fever"), nasopharyngitis ("hormonal changes describe: cold"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), insomnia ("difficulty sleeping"), skin disorder ("rashes or skin conditions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), migraine ("migraines / headaches"), nausea ("nausea"), dizziness ("dizzy spells"), vision blurred ("blurry vision") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, salpingitis, menorrhagia, hypersensitivity, allergy to metals, vaginal haemorrhage, dysmenorrhoea, dyspareunia, constipation, nasopharyngitis, hypoaesthesia, paraesthesia, insomnia, skin disorder, bladder disorder, urinary tract disorder, migraine, nausea, dizziness, vision blurred, fatigue and weight increased outcome was unknown and the pelvic pain, abdominal pain lower and pyrexia had resolved. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, constipation, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, hypoaesthesia, insomnia, menorrhagia, migraine, nasopharyngitis, nausea, paraesthesia, pelvic pain, pyrexia, salpingitis, skin disorder, urinary tract disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: question malposition of the left tubal coil.. Ultrasound pelvis - on (B)(6) 2013: impression: cystic sites at both ovaries, judged to be most likely follicles with a dominant follicle on the right as described. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: fatigue, pelvic pain, allergy to metals, constipation, abdominal pain lower, vision blurred, insomnia, dizziness, nasopharyngitis, pyrexia, hypoaesthesia, paraesthesia, rash, dysmenorrhea, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received : previous event ¿injury nos¿ replaced with pelvic pain. New events added : abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), hormonal changes describe: too hot/ fever, cold, numbness, tingling, difficulty sleeping, allergic or hypersensitivity reaction, malposition of essure device location of device: malposition of left/ migration of essure device, rashes or skin conditions, bladder problems, urinary problem, migraines / headaches, nausea, dizzy spells, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), blurry vision, fatigue, weight gain, constipation, lower abdominal pain, bilateral essure with inflammation of the tubes were added. New reporters, patient information, medical history, lab data, concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.